Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported that the 'up' 'down' and 'ok' buttons have been sticking and scrolling even after she has stopped pressing. The keypad is peeling and the buttons do not spring back. The pump is not exposed to water.